Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a damaged front bezel, no power, and due for pm. No patient involvement.

Manufacturer narrative:
One device was received. Visual inspection noted a cracked front bezel, bottom of case was cracked near battery compartment. Corrosion was found around the battery compartment. Unit failed to turn on and scheduled preventative maintenance (pm) confirmed the complaint. The root cause was physical damage to the device from impact damage due to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Installed service kit, replaced cracked gauge bezel and battery compartment due to corrosion. Replaced MRI battery, sintered filter and o'rings. Replaced damaged housing, shock rings and installed all case labels. Replaced faulty alarm label set. Performed preventative maintenance (pm), cleaned and affixed service label. Device passed all functional and delivery tests.